Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) system has been extracted due to endocarditis. No further patient complications have been reported as a result of this event.